Event description:
A coronary stent was successfully advanced to the target lesion site in the lad. Upon initial inflation, the delivery balloon burst at 4.5 atm, leaving the stent partially expanded. The delivery system was withdrawn without complication and another MFR's balloon catheter was used to fully expand the stent. There were no clinical sequelae reported relative to the event.